Event description:
It was reported that the monitor, including its mounting, fell down near the pt's head. No pt injury was reported. (B) (4).

Manufacturer narrative:
Draeger completed a complete eval of the reported incident. The actual complaint was related to the bracket used to secure the draeger delta xl pt monitor and not the actual monitor. The cited mounting arm with plate was installed four weeks prior to the incident. No problems were found by the customer with any of the mounting arms/plates that were installed at the same time of the cited mounting arm/plate. The customer has reinstalled the monitor and its mounting arm on the mounting wall rack after determining that optically no problem could be determined concerning the monitor mounting plates and their fixation. There was no return of the mounting arm/plate to draeger medical for further eval prior to this reinstall. The root cause for the loosening of the monitor's mounting arm from the mounting's wall rack appears to be due to user error (not correctly securing the arm to the wall rack). No corrective actions have been identified. We will continue to monitor for similar reports of this condition.